Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, after the valve was placed, an electrocardiogram (ECG) revealed a lowered st in the right coronary artery (rca) controlled region. A coronary angiography was performed and a decrease in blood flow was observed. A percutaneous coronary intervention (pci) was performed. A coronary stent was placed at the starting region of the rca. Electrocardiogram normalized and blood flow was confirmed via coronary angiography. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.